Event description:
Thirteen days post index procedure, the patient experienced angina pectoris and passed away at home. This was a sudden death and the clinical details are unknown. It was noted that the evidence for stent thrombosis was likely. The patient's main indication for intervention was an acute myocardial infarction. The patient had target lesions in the proximal and mid left anterior descending and in the first diagonal branch. The proximal left anterior descending was type b1, concentric, and thrombotic. The lesion had a length of 13mm and a vessel diameter of 2.5mm. Timi flow pre and post procedure was 3. The mid left anterior descending was type b2, eccentric, bifurcated, and thrombotic. The lesion had a length of 21mm and a vessel diameter of 2.25mm. Timi flow was 0 pre procedure and 3 post procedure. The first diagonal was type b1 and eccentric. The lesion had a length of 169mm and a vessel diameter of 2.5mm. Timi flow pre and post procedure was 3. All of the lesions were de novo, tortuous and totally occluded. In 2007, the patient had a 2.5 x 13mm cypher select plus stent implanted in the proximal left anterior descending at 18atms, a 2.25 x 23mm cypher select plus stent implanted in the mid left anterior descending at 16atms and a 2.5 x 18mm cypher select plus stent implanted in the first diagonal at 16atms.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01159, 9616099-2007-01160 and 9616099-2007-01161. Additional information will be submitted upon 30 days of receipt.